Event description:
It was reported that the customer was taken to the emergency room, and subsequently hospitalized due to a blood glucose level of 428 mg/dl and ketones. Customer went hiking and exposed insulin to high temperatures. Customer was treated with an intravenous fluid drip of compazine, omeprazole, tylenol, saline, calcium, zofran, magnesium, antibiotics, humulin. Reportedly, the customer was released a day later with no permanent damage. Tandem technical support performed a system check on the pump and determined that the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was taken to the emergency room, and subsequently hospitalized due to a blood glucose level of 428 mg/dl. Customer went hiking and exposed insulin to high temperatures. Customer was treated with an intravenous fluid drip of compazine, omeprazole, tylenol, saline, calcium, zofran, magnesium, antibiotics, humulin. Reportedly, the customer was released a day later with no permanent damage. Tandem technical support performed a system check on the pump and determined that the pump was functioning as intended.